Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve, opening on valve, crease fold, opening on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination ( 75% total separation) and crease smooth opening on posterior. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported via email the right implant is deflated. Device explanted.